Manufacturer narrative:
Bd received samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of glass breakage with the incident lot was not observed as all samples met the required specifications. Testing was conducted on the customer samples and no evidence of glass breakage was observed. Additionally, retention samples were selected from in-house inventory and inspected for glass breakage and no issues were observed as all retention samples met specifications. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. (B)(4).

Event description:
It was reported during use of the tube cit gh 13x75 4.5 plblce l/bl the customer had four tubes break when centrifuged. There was no report of injury or medical intervention